Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from a consumer via a manufacturer representative reporting that the patient had been in a bad car accident where the car had flipped several timed. The battery and area around the battery were bruised. The patient was now tender over the battery site area. Upon reading the battery, the screen showed a power on reset (por). The impedances were checked and found to be within normal limits. The patient was reprogrammed with some minor adjustments and the patient confirmed that things were feeling fine. The patient was getting stimulation everywhere that they needed. The patient had tried charging several times and the battery area seemed to be getting very warm so the patient stopped charging. The patient was instructed to wait one week to let their body heal more and then try charging again. There were no planned or performed interventions for these issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting the patient had uncomfortable stimulation and a loss of pain relief from their therapy. The patient was in a serious car accident in (B)(6) 2018 which may have led to the reported issue. It was reported that impedances were checked today on (B)(6) 2020 and all were normal. X-rays were taken within the past months and the lead placement seemed to be consistent with the original placement. Reprogramming was done today and the rep left the patient with high density programming that they would try for a few weeks. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple weeks ago the patient was in a pretty bad car accident. The patient said ever since then she has been having problems with the stimulator. The patient said she needed help with the device following the car accident. The patient said there was a sensation round the battery and it was not keeping the charge as well as it had been. The patient mentioned the pain at the battery was not getting better and it felt like it was burning. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the programming they did when they met with the patient on jan 9th, resolved all issues. Patient was to try it for 2-3 weeks and then f/u with hcp.